Manufacturer narrative:
A4: unk. A5: unk . A6: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -17.00/+4.0/120 (sphere/cylinder/axis), into the patient`s left eye (os) on (B)(6) 2024. The lens was removed on (B)(6) 2024 due to low vaulting and lens rotation. The lens was replaced with a longer length lens and the problem was resolved. The patient is very happy with vision. The cause of the event was other: the diameter was too small causing rotation.